Event description:
A cartridge change error was reported involving a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller through various troubleshooting steps, including inspecting and cleaning parts of the pump and attempting to load a new cartridge. Despite troubleshooting efforts, the issue persisted, leading to the decision to replace the pump. The customer will attempt to use the current pump if possible and seek backup therapy from a healthcare provider as needed, while the replacement pump is being shipped.